Event description:
Additional information received reported the outcome was resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator; product ID 3389-40, lot# 0209520777, implanted: (B)(6) 2015, product type: lead; product ID 3389-40, lot# 0209586814, implanted: (B)(6) 2015, product type: lead; product ID 3708695, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4). Implant date was removed as it was prior to manufacture date. Clarification on implant date is being conducted.

Event description:
A healthcare professional from a clinical study reported that during normal use on (B)(6) 2016 an inflammatory reaction was noted at the extensions, previous extensions that were sectioned. Examination was done on (B)(6) 2016. Medications were administered on (B)(6) 2016 in the form of tavanic and rafadine. The issue was not resolved, ongoing. No surgical intervention had occurred or was planned. The event was non-serious. The event was related to extension 1 and unknown relation to extension 2; it was unclear which extension were 1 and 2. The patient&#62688;medical history included breast cancer, dystonia and the patient was taking movement disorder and/or psychiatric medications. Implant date of the extension was reported as (B)(6) 2015 however this was unclear as the other extension had an implant date of (B)(6) 2015. Further follow up is being conducted to clarify implant date. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received reported there was an infection at the extensions which were previously sectioned. The event was still ongoing. The patient had been examined on (B)(6) 2016. On (B)(6) 2016 , the extension was explanted and not replaced.